Event description:
It was reported that, noise resulting in oversensing and under-sensing were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will be monitored.